Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled leads revision procedure. The atrial and ventricular leads had been exhibiting noise. During the revision procedure, the physician noted insulation damage to the leads. The leads were explanted and replaced. The patient was in stable condition throughout the procedure and would continue to be monitored.